Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with blood glucose (bg) values that reached 288 mg/dl. For treatment, no information was given due to parent not being there. The patient was prescribed insulin pens. The patient was discharged after several hours.

Manufacturer narrative:
In the case description, the user reports they were unable to activate a new pod with the pdm. A battery was returned with the device. The pdm powered on and booted up with no issues using the returned battery. The pdm successfully paired with an unused pod, delivered a 5 unit bolus over a distance of 5 feet, and deactivated the pod. No communication issues were observed. Inspection of the log files found the pdm identified 2 pods that were able to be paired. The pdm was unable to be activate a new pod because more than one pod was found by the pdm. The pdm functioned as intended, generating the "more than one pod available" alert when more than one pod is detected during the scan. The exact cause of the pdm repeatedly detecting multiple pairable pods during operation could not be conclusively determined.remove from emdr-112638. Lot no = l000457. Add to emdr-112638 = l000448.